Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spinal stenosis and underwent lumbar decompression and internal fixation surgery. During surgery, the set screw was broken. The product came in contact with the patient. No fragments of the broken set screw remained in the patient. The patient has achieved solid fusion. No patient complications were reported.